Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2011. It was reported that the pt felt a sudden surge of stimulation at the incision site when he turns the stimulation off or changes programs. Attempts to meet with the rep for reprogramming have been unsuccessful. No further info is available at this time.